Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that an alarm was heard. The alarm was described as the two tone alarm consistent with the pump alarm. The healthcare provider (hcp) was waiting to hear from the manufacturing representative so he could interrogate the patient¿s pump. It was noted that the pump was scheduled to be filled on (B)(6) 2017. The patient had no falls or trauma. There were no reported symptoms. It was noted that they originally thought the alarm may have been going off due to end of service (eos) since the patient¿s card showed an implant date of (B)(6) 2007. However, it was confirmed that this was the old card, and it was showing that the implant was replaced on (B)(6) 2013. It was later reported that the reservoir was showing empty as of (B)(6) 2017. The manufacturing representative could not confirm the refill date, but there were logs indicating an update happened on (B)(6) 2016 and again on (B)(6) 2016. Based on the 130 mg/day and 500/ml, the interval would have been correct for the december update. The patient was given an appointment on (B)(6) 2017 for a refill, but was not sure why that would be. The manufacturing representative was going to work with clinic to try to get the patient refilled. Information was later received from a consumer through a manufacturing representative clarifying that there was no device issue. The patient was on increased medication, and the refill date was not adjusted. The clinician forgot to update the refill date in their charts and with the patient after and increase occurred. Troubleshooting performed included investigation regarding the last refill date, log readings, and discussion with the patient regarding what happened. No diagnostics were performed other than log readings. The patient was refilled with the same concentration of baclofen at the hospital. The empty pump alarm had been resolved. The patient¿s weight at the time of the event was unknown and likely unchanged since the last refill. There were no further complications reported or anticipated.